Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have overheard a patient speaking about a friend who allegedly had a vascular occlusion after chin injection with unknown filler product. The manufacturer of the device is unknown. Patient allegedly was hospitalized and subsequently had to have a portion of their tongue removed.